Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. It was reported that the balloon was removed partially inflated due to the reported deflation issue. It should be noted that the coronary dilatation catheters (cdc), trek rx and mini trek rx, global, instruction for use (IFU) states: withdraw the deflated dilatation catheter and guide wire from the guiding catheter through the hemostatic valve. In this case, it is likely that the violation contributed to the reported difficulty removing the device and subsequently the reported separation. Additionally, it was reported that the procedure was to treat a renal artery. It should be noted that the IFU also states: the trek rx coronary dilatation catheters are indicated for: balloon dilatation of the stenotic portion of a coronary artery or bypass graft stenosis, for the purpose of improving myocardial perfusion, balloon dilatation of a coronary artery occlusion, for the purpose of restoring coronary flow in patients with st-segment elevation myocardial infarction, balloon dilatation of a stent after implantation. In this case, it is unknown if the IFU violation contributed to the reported complaint. Based on the information provided, a definitive cause for the reported deflation issue could not be determined; however, the reported difficulty removing the device and separation appear to be related to use error/operational context. The reported unexpected medical intervention appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 medical device problem code: 2017, incorrect removal, 1494, incorrect anatomy.

Event description:
It was reported that the procedure performed was to treat a moderately tortuous, right renal artery that is 90% stenosed. Once at the lesion, a 5.00x15mm trek rx balloon dilatation catheter (bdc) was inflated once at 10 atmospheres for pre-dilation. During removal of the partially deflated trek rx balloon, resistance was met with the guide catheter and the trek rx balloon separated. When pulling the guide catheter out, the trek rx bdc tip moved downstream to the popliteal artery. A 7 french sheath was inserted in the femoral artery to retrieve the trek rx bdc tip via snare. An unspecified stent was used to complete the procedure as intended. There was no adverse patient sequela and no clinically significant delay in procedure. No additional information was provided.